Manufacturer narrative:
Ebay is not an authorized seller of ascensia products and the customers should be careful about buying products from ebay that have been pre-owned by other users. Ascensia does not have control over distribution of products on ebay. Since the product information was not provided, the device history record and distribution records could not be reviewed. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product information, therefore no information was captured in section d4 (model # and serial #), and the device manufacture date (h4) could not be determined.

Event description:
The customer reported that she purchased a contour next gen meter in united kingdom from ebay and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.